Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced unknown issues. The iol was exchanged for another lens model 21 days following the initial implant procedure. Additional information has been received stating patient did not want regular lens changed their mind and chose a different lens, so replaced from non toric lens model to toric model lens with same diopter. Explant was not due to iol damage.

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The root cause for the removal of the intraocular lens (iol) could not be determined. A malfunction has not been indicated against the lens. Information was provided that the non-toric company lens, 18.5 diopter lens was replaced with a toric company lens (3.00cyl), 18.5 diopter lens model because the patient "did not want a regular lens." Additional information was provided that the reporter stated, the "dr. Explained to the nurse and confirmed with me, that the lens was not explanted because of damage but because the patient changed their mind and chose a different lens". Due to the exchange of a non-toric lens to a toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).